Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 580 mg/dl. Customer reported the cause was unknown. Reportedly, customer performed a full supply change and drank fluids to address elevated bg and continued to use the pump for insulin therapy.